Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's magnet strength was adjusted. The recipient is doing well and has resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient developed a scab over his magnet. The recipient is presenting with pain. The recipient was advised to cease device use until the scab healed.